Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. At 2000, line a of the device was programmed to deliver an unspecified volume of tpn, at a rate of 40ml/hr, and the delivery was started. No further programming parameters were provided. At 2145, the device was reprogrammed to deliver at a rate of 80ml/hr and delivery was started. Approx 30 minutes later, the pt's family called the nurse into the room. The device was reported as "making a really loud noise." At this time, the nurse noted the device was powered off and removed from clinical service. The physician was notified. At 2315, blood work was drawn. The serum glucose was reported as 507mg/dl and the magnesium was reported as a "little elevated." Chest and kub (kidney, ureters and bladder) x-rays were completed. The results were negative. The pt's vital signs were monitored throughout the night and were reported to have remained 'stable and at the pt's usual norm." On (B)(6) 2011 at 0045, therapy was resumed using a replacement device. At 1200, the pt was transported to a different facility for abdominal pain "due to her disease process." Although there was potential for serious injury the customer contact reported that on (B)(6) 2011, the pt was "holding her own, considering her disease process." Though requested, no additional information was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. If the device is rec'd, a f/u report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).